Manufacturer narrative:
No device was returned and no unique device identifier (serial/lot) numbers were provided. Without unique device identifier information a review of the device history record could not be performed and root cause could not be determined.

Event description:
Requests for additional information provided no further details.

Manufacturer narrative:
(B)(4). Title: emerging trends in heart valve engineering: part ii. Novel and standard technologies for aortic valve replacement citation: annals of biomedical engineering, vol. 43, no. 4, april 2015 pp. 844¿857 (doi 10.1007/s10439-014-1191-5) authors: arash kheradvar, elliott m. Groves, craig j. Goergen, s. Hamed alavi, robert tranquillo, craig a. Simmons, lakshmi p. Dasi, k. Jane grande-allen, mohammad r. K. Mofrad, ahmad falahatpisheh, boyce griffith, frank baaijens, stephen h. Little, and suncica canic date accepted by publisher used for event date.

Event description:
Medtronic received information via literature review that summarized the available and future mechanical, bioprosthetic and transcatheter bioprosthetic valves for treatment of aortic valve disease. From this information the following adverse events were noted for each valve type: mechanical, surgical bioprosthetic, and transcatheter bioprosthetic. Adverse events related to medtronic bioprosthetic surgical valves (model/serial numbers not reported) included higher transvalvular gradients and a higher rate of patient-prosthesis mismatch when compared to a competitive bioprosthetic surgical valve at one week post-implant. Other adverse events included low rates of unspecified structural deterioration. The number of valves or patients (or patient demographics) was not reported. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.